Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing with asystole greater than 2 seconds in duration. Some variability in rv pace impedance measurements was also noted, however they remained within range. Boston scientific technical services (ts) reviewed the episodes and discussed electromagnetic interference (emi) or lead damage as potential causes and recommended evaluating the lead. Surgical intervention was taken to explant the device and cap the lead. A new system was successfully implanted. No additional adverse patient effects were reported.